Event description:
It was reported that during a ptca/stent procedure, the balloon was successfully inflated in a lesion that was distal to a previously implanted left main stem stent. As the balloon was being removed through the stent, it met resistance and tore. This resulted in a piece of the balloon material that was unretrievable. There was an acute occlusion of the left coronary artery. The pt became unstable and was treated. One stent was deployed within the old stent to imbed the piece of the balloon material, and a second stent was deployed distally. The procedure was successful, and the pt stabilized. No other info was provided.